Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was opening and closing randomly. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. Manual articulation was performed, and no issues were detected. Failure analysis was unable to verify the customer-reported event. Additionally, the instrument was found to have a frayed grip cable at the yaw pulley location. While the cable was frayed, it was not completely broken, and several strands were protruding at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to suggest a reprocessing-related issue. Further inspection revealed no abnormally sharp or damaged components that could have contributed to the cable damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.